Event description:
Subsequent to the initially filed MDR report, the account confirmed it was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a proglide after a percutaneous coronary interventional procedure using a 6f sheath. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, calcification was noted present at the access site. It should be noted that the electronic proglide instructions for use (eifu), states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulties and subsequent treatments appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, a cuff miss occurred. The method to achieve hemostasis was not specified. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.